Event description:
A nurse assistant states that there was no phaco power to the system during setup/calibration. The staff used a backup system to perform the scheduled procedures. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).